Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient came into clinic with vt. Low hv impedance was noted. Lead damage was suspected as the patient had fallen, not due to the arrhythmia, two days prior to the event. Lead was explanted and replaced.